Event description:
Customer reported a battery out limit alarm and a button error on his insulin pump. Customer's blood glucose was unknown. Customer was trying to clear the battery out limit alarm when the buttons became unresponsive. There were no significant events leading to the alarm. The alarm history shows multiple battery out limit alarms. He inserted a fresh battery and the device alarmed again. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The up arrow button did not respond due to corroded keypad traces. No battery out limit alarm could be verified due to the unresponsive button. No audio anomaly was noted during testing. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.